Manufacturer narrative:
The reporter's meter and strips from lot 49017421 were returned for investigation. Testing results (qc range: 1.6 - 3.2 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 3.0 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The meter and strips from the (B)(6) 2019 event are not available to be returned. The meter (serial number (B)(4)) and test strips (lot: 49017421) were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number unknown. The meter results were 8.0 inr, 2.0 inr and 4.0 inr on the same day. The times the results were obtained are unknown. The exact date of the event is unknown, it was stated the event occurred 2 years ago. The test strip lot number and expiration date used at the time of this event is unknown. On (B)(6) 2021 there was an allegation of questionable results from coaguchek xs meter, serial number (B)(4). On 11-mar-2021 at 4:47pm the meter result was 7.5 inr and at 4:49pm the patient tested with a new finger and the result was 4.1 inr. The patient's therapeutic range is 2.0-3.0 inr and she tests once a week.